Event description:
Follow up information identified the patient requested his scs system explanted as he is experiencing ineffective stimulation following his fall and alleged lead migration (reference MFR. Report: 1627487-2015-12127). An x-ray was not taken because the physician recommended an explant of the scs system. Follow up information identified the patient underwent surgical intervention to remove the scs system,

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. Additionally, it was reported the patient experienced a fall. Surgical intervention may take place to address the issue at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6) 2015 and the lead was repositioned.